Event description:
Philips received a complaint by the customer on the v60 indicating that while in use on a patient, the device intermittently shuts down it has a touchscreen issue, it will not allow any physical touch to control. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states while unit was in use on patient the unit stopped working and no parameter changes were able to be made, customer was not able to clarify if unit stopped cycling breaths or if screen was black only that touchscreen was unresponsive, no patient harm reported, and unit was removed from use without further incident. The rse emailed the customer part info for touchscreen replacement to resolve issue and customer may decide to have field service make repair and will follow up with local biomed. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states while unit was in use on patient the unit stopped working and no parameter changes were able to be made, customer was not able to clarify if unit stopped cycling breaths or if screen was black only that touchscreen was unresponsive, no patient harm reported, and unit was removed from use without further incident. The rse emailed the customer part info for touchscreen replacement to resolve issue and customer may decide to have field service make repair and will follow up with local biomed. The touchscreen issue was reported under MFR 2518422-2024-14188. Per good faith effort response, it was confirmed that after further investigation the reported issue was not duplicated, there was no 35volt failure nor any other error code noted. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time.